Manufacturer narrative:
The tip of the probe is severely twisted and there are impact marks at the back end causing fit issues with the mating tracker. The failure mechanism was bent instrument tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the lumbar probe was damaged. There was no patient present.